Manufacturer narrative:
Pharmacovigilance comments: the serious, expected event of vascular occlusion and the serious, unexpected event of thrombosis at the implant site were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions with hyaluronidase, cefalexin, acetylsalicylic acid, prednisone and enoxaparin to prevent permanent damage. Potential contributory factors for the events of vascular occlusion and implant site thrombosis include injection technique. The non-serious, expected events of vesicles and papules at the implant site, and the non-serious, unexpected event of pustules at the implant site were considered possibly related to the treatment. The events of vesicles and pustules were likely secondary to the events of vascular occlusion and implant site thrombosis. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer narrative: lot number was not reported. Exemption number: e2015005 galderma laboratories, l.p. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number: 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report received on 09-may-2018 from a physician referring to a (B)(6) year-old female patient. The patient's concomitant medication included xarelto [xarelto]. Information about medical history, history of allergies or previous filler treatments were not provided. In (B)(6) 2018, the patient received treatment with restylane perlane to the nasogenian sulcus. The lot number, amount, injection technique and needle type were unknown. After an unknown time, in (B)(6) 2018, the patient experienced vascular obstruction(vascular occlusion) at the right nasogenian sulcus. On an unknown date, the physician "flooded" the affected area with hyaluronidase [hyaluronidase]. The patient also received a prescription of acetylsalicylic acid [acetylsalicylic acid], cephalexin [cefalexin], prednisone [prednisone] and clexane [enoxaparin sodium]. On an unknown date, an ultrasonography of the affected area was performed that showed a thrombus(implant site thrombosis). On an unknown date, the patient experienced formations of vesicles at the site of obstruction(implant site vesicles) and pustules at the site of obstruction(implant site pustules). At the time of the report, the patient was well, with some papules in the affected area(implant site papules). Outcome at the time of the report: vascular obstruction was unknown. Thrombus was unknown. Vesicles at the site of obstruction was unknown. Pustules at the site of obstruction was unknown. Some papules in the affected local was not recovered/not resolved.